Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a guidewire. The customer reports that the wire was inserted to advance the closurefast catheter. Once the catheter was in place, the customer attempted the remove. The wire appears to have gotten caught because force was applied and eventually the wire was removed. Once removed, the wire appeared visibly stripped. By stripped the customer means the wire snagged as it was being removed from pt, and as the dr pulled on the wire, it stretched out into a long strand (like a slinky) before it came out of the pt. There was reportedly no concern of pieces breaking off in the pt as all parts were accounted for.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.